Event description:
It was reported that on (B)(6) 2006: the patient presented with preoperative diagnosis of lumbar radiculopathy with lumbar foraminal stenosis and disc bulging l3-4, l4-5, and l5-s1. The patient underwent the following procedures: right hemilaminectomy at l3-4 with decompression of thecal sac and the nerve roots; right l4-5 hemilaminectomy, decompression of the thecal sac and the nerve roots; l5-s1 hemilaminectomy, decompression of thecal sac and nerve roots; use of the operating room microscope and microsurgical technique; placement of transforaminal depo-medrol steroids at l3-4, l4-5, and l5-s1. Intra-operative x-rays were taken to confirm appropriate levels. No patient complications were reported. On (B)(6) 2010: the patient presented with a preoperative diagnosis of lumbar spinal stenosis with lumbar radiculopathy and herniated disk well as spondylosis at l4-5 and l5-s1. The patient underwent the following procedures: decompressive far lateral lumbar laminectomy of l4 with bilateral neural foraminotomies, facetectomies, lateral recess decompression as well as bilateral foraminotomy decompressing the l4 nerve roots bilaterally; far lateral decompressive lumbar laminectomy at l5 with bilateral facetectomies and foraminotomies and lateral recess decompression, decompressing the l5 nerve roots in a far lateral manner; s1 far lateral decompressive lumbar laminectomy with decompression of thecal sac and the nerve roots bilaterally with facetectomy and far foraminotomy; posterior lumbar interbody fusion at the l4-5, and l5-s1; posterior lateral fusion at l4-5 and l5-s1; placement fo peek interbody prosthetic spacers at l4-5 and l5-s1; segmental pedicle screw fixation at l4, l5, and s1 levels bilaterally; use of allograft and autograft bone for arthrodesis; pedicle screw placement at l4, l5, s1 levels bilaterally and neural segmental junction testing to assure there was no breach of the pedicle screws and no nerve root compromise, before and after screw placement. Per the op notes, l4-5 interbody space was packed with allograft and autograft bone . Peek cages were tapped into position bilaterally at l4-5. Next, the l5-s1 interbody space was packed with allograft and autograft bone and the peek spacers were packed with rhbmp-2/acs and tapped into position bilaterally at l5-s1. Following rod placement, transverse processes were decorticated at l4, l5 and s1 levels and posterolateral arthrodesis was performed at l4-5 and l5-s1. (B)(6) 2010: the patient underwent x-rays of the lumbar spine. Impression: expected postoperative appearance of l4-s1 posterior interbody fusion. On (B)(6) 2010: the patient presented for x-rays of the lumbar spine. Impression: stable lumbar spine. On (B)(6) 2010: the patient underwent x-rays of the lumbar spine. Impression: posterior lumbar fusion from l4-s1 without significant interval change. On (B)(6) 2010: the patient underwent x-rays of the lumbar spine. Impression: stable post-operative changes of fusion from l4 to s1. On (B)(6) 2011: the patient underwent CT of the lumbar spine post myelogram. Impression: lumbar fusion hardware from l4-s1; cutoff of the right l4-5 and s1 nerve roots likely related to prior surgery; likely disc bulge at l3-4. Myelogram impression: mild central canal stenosis and moderate bilateral neural foraminal narrowing at l3-4 with posterior disc space narrowing and a moderate disc bulge; moderate right neural foraminal narrowing l5-s1 resulting from hypertrophic bone formation in the inferior portion of the right neural foramen. On (B)(6) 2011: the patient presented with a preoperative diagnosis of left lumbar radiculopathy as well as right lumbar radiculopathy, significant neural foraminal stenosis , on the left it is at l3-4, l4-5, l5-s1, on the right it is at l4-5 and l5-s1. The patient has had lower extremity numbness and paresthesias affecting the left leg greater than the right. The patient underwent the following procedures: re-operative decompressive lumbar hemilaminectomy at the l5-s1 level on the right; re-operative decompressive hemilaminectomy at the l5-s1 level on the left; re-operative decompressive hemilaminectomy at l4-5 on the right; re-operative decompressive hemilaminectomy at the l4-5 level on the left; left l3- hemilaminectomy, foraminotomy, lateral recess decompression; use of operative microscope and microsurgical techniques; re-evaluation of prior arthrodesis at l4-5 and l5-s1. No patient complications were reported. On (B)(6) 2012: the patient underwent MRI of the lumbar spine. Impression: central disc extrusion at l3-4 with mild central canal stenosis and severe bilateral neural foraminal narrowing at this level; post-surgical changes of lumbar spinal fusion from l4-s1; minimal diffuse disc bulge at l5-s1, the thecal sac is widely patent at this level. On (B)(6) 2012: the patient presented with preoperative diagnoses of lumbar spinal stenosis at l3-4 and lumbar radiculopathy involving left lower extremity secondary to foraminal stenosis at l5-s1. The patient underwent the following procedures: removal of the pedicle screw segmental fixation at l4, l5 and s1; evaluation of prior fusions at l4-5 and l5-s1 for add on fusion at l3-4; decompressive re-operative lumbar laminectomy at the l5-s1 level on the left with decompression of the thecal sac and the nerve roots; decompressive lumbar laminectomy at l3 with bilateral decompression, neural foraminotomies and pedicle removal at l3 and l4 to gain access laterally to the nerve roots in a far lateral manner above the l3 and l4 levels, right and left; posterior lumbar interbody arthrodesis at l3-4; posterolateral arthrodesis at l3-4; nonsegmental pedicle screw fixation l3 into l4; use of the allograft and autograft bone for arthrodesis. Intra-op x-rays were performed to confirm levels and correct placement of hardware. No complications noted. On (B)(6) 2012: the patient underwent x-rays of the lumbar spine. Impression: vertebral body heights are maintained and the alignment and curvature are normal. On (B)(6) 2012: the patient underwent CT myelogram. Impression: displacement of l3-4 disc spacer device posterior and left paracentral approximately 1.5 cm relative to the posterior edge of the l4 vertebral body causing severe thecal sac effacement; displaced bone graft material is also noted at l4-5 and l5-s1 causing mild to moderate neuroforaminal narrowing. On (B)(6) 2012: the patient presented with a preoperative diagnosis of left lumbar radiculopathy and spinal stenosis and dislodged interbody prosthetic spacer l3-4. The patient has had lower extremity pain and weakness . The patient underwent the following procedures: re-operative decompressive hemilaminectomy at the l3-4 level on the left, decompressing the thecal sac and the nerve root; removal of the interbody prosthetic spacer at l3-4; posterior lumbar interbody arthrodesis at l3-4; use of the allograft bone for the arthrodesis; posterolateral arthrodesis l3-4. Per the op notes, a small dural rent was noted b/c of the prosthesis and this was repaired with a 4-0 silk suture. On (B)(6) 2012: the patient underwent x-rays of the lumbar spine. Impression: post-surgical changes with interval removal of the l3-4 disc spacer device. On (B)(6) 2012: the patient presented for CT of the lumbar spine. Impression: interval revision of l3-4 interbody fusion, with posterior displacement of interbody fusion material up to 13 mm, similar to the prior study, though the metallic component of the disc spacer has been removed; stable appearance of interbody fusion at l4-5 and l5-s1, with posterior displacement of interbody fusion to the right of midline at l5-s1. Bone graft at l4-5 and l5-s1 yields neural foraminal stenosis; small fluid collection subjacent to the subcutaneous tissue at midline between l3 and l5; redemonstration of multiple non-obstructing bilateral renal calculi. On (B)(6) 2012: the patient presented for a lumbar spine myelogram and CT post myelogram. Impression: no evidence of a cerebrospinal fluid leak; interval postsurgical changes at l3-4 with significant improvement of the left para-central displaced bone graft material. It previously projected into the ventral epidural space 1.4 cm, and on today¿s exam it measures .7cm. There is still moderate thecal sac effacement; fairly large incisional fluid collection, but no evidence for extravasation contrast, this most likely represents a seroma, although early abscess or pseudomeningocele cannot be completely excluded; l4-5 demonstrates mild bilateral neural foraminal narrowing; l5-s1 demonstrates moderate right neural foraminal narrowing; central clumping of the nerve roots at the level of l3 and peripheral clumping at the level of l5-s1, consistent with arachnoiditis . Myelogram impression: relative myelographic block at l3-4; severe left paracentral ventral thecal sac effacement; evidence of arachnoiditis. On (B)(6) 2013: the patient presented with a preoperative diagnosis of lumbar radiculopathy at l3-4 on the left with nerve root compression. The patient underwent the following procedures: left l3-4 re-operative decompressive hemilaminectomy with diskectomy as well as removal of extruded bone graft .

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.